Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for three days starting on (B)(4) 2015 at 9:00 am with a high blood glucose level of 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer called requesting a new belt clip. The customer mentioned that they were laying on the floor prior to the hospitalization. The customer did not provide any information regarding the exact cause of the high blood glucose. The customer was wearing their insulin pump during their hospital stay. The customer did not return the product back for analysis.